Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-05266. It was reported the pt had been experiencing inadequate coverage since being in an automobile accident. Reprogramming to provide resolution was unsuccessful. As a result, the pt's leads were explanted and replaced (with two, 3186 leads). Adequate coverage was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.